Event description:
It was reported that the delivery system became stuck upon removal. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, after completing the stent deployment, it was noted that the stent delivery system became stuck with the non-boston scientific guidewire/protection device. The physician had to remove the entire system including the guidewire and protection device. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that the delivery system became stuck upon removal. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, after completing the stent deployment, it was noted that the stent delivery system became stuck with the non-boston scientific guidewire/protection device. The physician had to remove the entire system including the guidewire and protection device. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to field h9: correction/removal reporting # from 97437080-fa to 97434080-fa. E.1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
Updated e1: initial reporter email e1- initial reporter address 1: (B)(6).

Event description:
It was reported that the delivery system became stuck upon removal. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, after completing the stent deployment, it was noted that the stent delivery system became stuck with the non-boston scientific guidewire/protection device. The physician had to remove the entire system including the guidewire and protection device. The procedure was completed with this stent. There were no patient complications as a result of this event.